Manufacturer narrative:
The customer returned the meter. The unknown test strips were not returned. The returned meter and customer's strips with lot 20646421 were tested in comparison to a retention meter and master lot strips. No error messages occurred. The returned meter and the retention material for strip lot 20646421 meet the specification.

Manufacturer narrative:
The customer has discarded the suspect product.

Event description:
The customer complained of erroneous results using 2 different vials of strips on her coaguchek xs meter with serial number (B)(4). The customer tested with an unknown vial of test strips and the result was 4.5 inr. The customer tested again within an hour on a new vial of strips with lot 20646421 and the result was 7.5 inr. The customer saw the qc check mark for these tests. The customer didn't think either result was correct. The customer said she may have had hand cream still on her hand because she did not wash her hands before testing. She did use alcohol, but said it was dry. This medwatch will cover the unknown strip lot. Refer to medwatch with a1 patient identifier (B)(6) for information on strip lot 20646421. The customer's therapeutic range is 2-3 inr. The customer is not on heparin or any other direct thrombin inhibitors. She does not have any antiphospholipid antibodies. No adverse event occurred. The customer is feeling fine. The suspect product was requested for investigation; however, the unknown strip lot vial has been discarded and will not be returned.